Event description:
Patient admitted for tonsillectomy. Bovie tip changed out in middle or procedure. Md noted a burn on the left corner of patient's lip. Upon investigation it was noted that a small area of metal was exposed.